Manufacturer narrative:
Expiration date: unknown, not provided. This is not an implantable device (B)(6). Device manufacture date: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a dark blue fiber, approx. 3 millimetre long, was discovered in the patient's eye during surgery. Reportedly the fiber was removed. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/05/2018. Device returned to manufacturer? Yes. The device was returned at the manufacturing site for evaluation. Visual evaluation of the syringe performed using a light box and under magnification could not confirm the presence of the reported fiber. The customer's reported complaint could not be verified. The manufacturing records for the device were reviewed. The product was manufactured and released according to specification. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received and the following fields were updated: expiration date: 05/31/2020. Device manufacture date: 06/28/2017. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.